Event description:
The account stated that the architect c8000 analyzer generated a glucose result of 584 mg/dl. The result was reported and the physician questioned the result. The sample was retested on the dade rxl analyzer with a result of 77 mg/dl and on the architect c8000 analyzer with a result of 71 mg/dl. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4).this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The customer indicated that the architect c8000 analyzer was not able to read the sample barcode in the first carrier for the sample in question. The customer manually ordered the sample in a different carrier without a sample barcode and inadvertently selected the wrong sample to run. The elevated glucose result was due to an error by the operator. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and it provides adequate information and instruction for ordering samples. The investigation did not identify a product deficiency. This is the final report.